Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and 3.5cm from the nosecone. The stent is partially deployed 1cm from the middle sheath. Microscopic examination revealed no additional damages. The pull rack and yellow thumbwheel lock is still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the iliac artery. A 8 x 40 x 130 innova was selected for use. During unpacking, less than 2cm at the tip of the stent has been deployed. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the iliac artery. A 8 x 40 x 130 innova was selected for use. During unpacking, less than 2cm at the tip of the stent has been deployed. The procedure was completed with another of the same device. There were no patient complications.